Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: static image. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely the cause of the no image /static image when is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited unable to get an image when scope is connected, black static screen only showing. The event occurred during inspection for use. There were no reports of patient involvement.